Event description:
Nurse reported hospitalization due to diabetes ketoacidosis. The blood glucose reading was 1068 mg/dl. Customer experienced vomiting and nausea. Hospital treating with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.